Event description:
It was reported that the logs showed 12 low flow alarms that the patient did not hear. The log file review confirmed multiple low flow events on (B)(6) 2023.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter phone number: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. According to the account, the patient was unable to hear the alarms due to sleeping on external battery power. Furthermore, a specific cause for the alarms could not be determined. The submitted system controller event log file contained events on 27feb2023 and captured multiple low flow hazard alarms. Of note, the pulsatility index (pi) values were elevated at the time of the alarms. The log file captured the system consistently operating on battery power. No other notable events or alarms were observed within the file. The pump appeared to operate as intended at the set speed. The account later communicated that the patient¿s low flows remain ongoing; however, the low flows are not problematic. The account stated that the patient¿s low flows have been kept low with view of recovery and consideration of explant. The account communicated that the patient has been advised numerous times not to sleep on batteries, but continues to do so despite being aware of the risks associated with that action. The patient denied any symptoms and no additional tests were conducted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). In reference to pi, section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 of the IFU provides information on preparing for sleep: the patient must always connect to the power module or the mobile power unit (mpu) for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 3 of the patient handbook provides information on preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, the handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.